Event description:
It was reported by service report that the side rail could not be latched in the raised position; IV pole was broken and could fall in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole.